Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 27 mg/dl and went unconscious. The paramedics administered a shot of glucose reviving the customer. The customer did not go to the hospital. The customer did not know the cause of the low bg level. Tandem technical support perform a system check using the current supplies on the pump and the pump was found to be functioning as expected.